Event description:
It was reported that this pacemaker could not be interrogated by the programmer. The health care professional (hcp) confirmed that they unplugged the unit, allowed it to reboot, and then retried the interrogation using the wand. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Event description:
It was reported that this pacemaker could not be interrogated by the programmer. The health care professional (hcp) confirmed that they unplugged the unit, allowed it to reboot, and then retried the interrogation using the wand. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This device has been returned for analysis. Additional information received indicated that the device was explanted because it had switched to safety mode.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.